Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubbles in patient line. The customer's blood glucose (bg) level was 296 mg/dl with moderate ketones. The customer primed the tubing and administered a correction bolus. A follow up with the customer indicated that their healthcare provider recommended that the customer administer a manual injection and that the customer indicated that their bg level lowered.